Manufacturer narrative:
(B)(4) added at investigation completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter abdominal aortic aneurysm on. It was reported during the index procedure after the stent graft was implanted and the vessels were closed limited pulses was noted. An angio was completed which identified an occlusion of the right limb stent graft with poor distal outflow. The physician elected to perform a left to right fem-fem bypass which resolved the event. Per the physician, the cause of the event was due to poor distal outflow due to calcified femoral arteries. No additional clinical sequelae were reported, and the patient is fine.